Event description:
Caller alleged discrepant accuracy results when compared to the doctor's alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 1.1, alt. Poc: 3.0. Time between testing was reported as less than 1 hour. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.